Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested, and the following was obtained: lot number? J2401534. H3 investigation summary: documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. Complaint sample review: one complaint sample of drain with trocar was received for evaluation, product was inspected visually and found that trocar had a sticking mark. Also, the drain had similar chip-off mark. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Hence, it is inconclusive to conclude the complaint as justified at manufacturing end and lead the complaint to be not justified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a drain was used. During the procedure, prior to use on the patient, the drain had adhered to the trocar needle. Another product was used to complete the case. There were no adverse consequences to the patient. Upon evaluation of the returned device, the trocar had a sticking mark and the drain had similar chip-off mark.